Event description:
It was reported that intermittent cartridge alarms (alarms 29 and 30) occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported impact to customer¿s blood glucose.